Manufacturer narrative:
Device passed the displacement test, self test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 noted. Motor was tested outside device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error. Customer¿s blood glucose level was unknown. The customer reported that they were able to rewind the insulin pump. Customer did able to clear the alarm. Customer performed displacement test and they received insulin pump error. Customer reported that they did body scanning on airport that the insulin pump was exposed to magnetic field. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.